Manufacturer narrative:
The lot number was provided, and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. A physical sample was not received for the investigation, as the sample was discarded. However, a picture was provided for the evaluation. Based on the picture provided, it is not possible to confirm the reported issue. Because a physical sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. A corrective action is not applicable at this time. The current process is running according to product specifications, meeting all quality acceptance criteria. We will keep monitoring the process for any adverse trends that require immediate attention. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer stated the tube was inserted a few days ago. The side port was unable to fit to the port tightly. The stopper would pop out when the nurses tried to feed through the main port. They taped the port with micropore tape, however the port still popped up when they tried to feed. Additional information received stated nutrition was leaking when the stopper popped out. There was no harm to the patient.